Event description:
This device was returned with oos documentation from biotronik rep elena pappas. Per the oos, this system was removed due to infection. This system was replaced with competitor's devices. Explanted system: lumax 340 hf-t, MDR: 1028232-2008-00836. Corox otw 85-bp, MDR: 1028232-2008-00837. Linox sd 65/16, MDR: 1028232-2008-00838. Setrox s 53, MDR: 1028232-2008-00839.